Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover and white foreign objects on the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events reported could not be specified. The white foreign material was confirmed in the air/water cylinder and tube; however, the cause of the remaining foreign material inside the device could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following instructions of use (IFU). Operation manual 4.2 insertion air/water feeding and suction nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Operation manual chapter 4.2using endotherapy accessories. High-frequency cauterization treatment: never emit a high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Laser cauterization treatment: to avoid patient injury, burns, bleeding, and/or perforation as well as damage to the endoscope, do not activate laser radiation before confirming that the tip of the laser probe appears in the proper position in the endoscopic image. Keep an appropriate distance between the target and the endoscope¿s distal end, and always use the lowest power output possible. Olympus will continue to monitor field performance for this device.